Manufacturer narrative:
(B)(4). PMA 510(k): similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the very limited information it was not possible to conclude the exact root cause for this event. No evidence to suggest device was defective or not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent taa repair. The aorta arch was curved strongly but the physician determined the patient's anatomy was suitable for endovascular repair. The left femoral artery and the left external iliac artery was slightly calcified, but the physician could advance zteg-2pt-40-158-pf and placed the stent graft without problem. However, proximal type I endoleak was confirmed, so he attempted to place zteg-2p-40-135-pf. However the delivery system would not pass the aorta arch due to the large taa located at the outer curvature and interference of the previously placed zteg-2pt-40-158-pf. He stop using zteg-2p-40-135-pf to avoid the risk of damaging the vessel, a gore's c-tag was placed instead. The proximal type I endoleak was still persisted but the physician decided to take a wait-and-see approach and completed the procedure. Patient outcome: the patient is doing fine after the procedure.